Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
<P style="margin: 1em 0px;">the customer reported via phone call that they had repeated failed battery test alarm on their insulin pump. The customer stated they have replaced the alarms occurred after every battery replacement. Customer's blood glucose was unknown at the time of the call. The customer also reported cracks on the insulin pump, from the insulin pump's screen to battery compartment. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis. </p><p>;</p>